Event description:
It was reported that the implanted neurostimulator and partial extension were removed due to infection. The extension was cut about 3 inches from the lead/extension connection and was not capped.  See pe (B)(4) regarding erosion event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#:. Medtronic if information is provided in the future, a supplemental report will be issued.